Manufacturer narrative:
Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced incontinence due to atrophy and erosion with an artificial urinary sphincter (aus). It was indicated that the patient had a history of radiation therapy. A surgical procedure was performed in which a 4.0 cm cuff was removed and replaced with a 5.0 cm component. The physician considered the previous cuff was the correct size and in the correct location at implant. There were no device performance issues and the patient fully recovered following the procedure.